Manufacturer narrative:
No information about the explanted implants was reported by the complainant or the sales representative. Only the age and sex of the patient was made available. When more information is reported, a supplement report will be submitted.

Event description:
A patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) to replace implants that contained polyethylene components due to an infection. During the surgery, the surgeon explanted a tibial hinge component, a distal femur axial pin, and a tibial poly spacer. It is currently unknown when these implants were placed. When more information is obtained from the sales representative, a supplement report will be submitted.